Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns with threshold suspend and calibration alarms. The customer's blood glucose at the time was 115mg/dl. The customer was explained the differences between sensor readings and their blood glucose readings. Nothing is being returned or replaced at this time.